Manufacturer narrative:
Date sent to FDA: 11/9/2020. Additional b5 narrative: it was reported that following insertion the patient experienced discomfort and abdominal pain.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient had previously undergone hernia repair surgery on (B)(6) 2001 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. Other procedure is captured in a separate file. No additional information was provided.